Event description:
The hospital reported that during the coronary artery bypass procedure,the heartstring seal did not deploy out of the delivery tube into the aorta. The surgeon removed the seal from the aorta and while trying to re-load it the seal cracked. He used a second seal but the device did not seal the aortotomy. The procedure was completed with a side biter clamp. No other patient complications were reported. This reporter is for second seal that did not seal the aortotomy ans a side biter clamp was used.